Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 03/2021).

Event description:
It was reported that post port implant in the right cervical region the patient experienced an alleged sing of infection (purulent secretions drainage) around the catheter opening and surrounding skin. It was further reported that the patient was treated with cefuroxime anti-infection medication and dressing change treatment, and the skin was flushed, however, the issue was not resolved. Therefore, the patient was then treated with vancomycin antibiotics medication and enhanced dressing change treatment. Reportedly, the patient's symptoms improved gradually.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the reported infection around the catheter and surrounding skin, as the device was not returned for evaluation.a definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 03/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port implant in the right cervical region, the patient experienced an alleged sing of infection (purulent secretions drainage) around the catheter opening and surrounding skin. It was further reported that the patient was treated with cefuroxime anti-infection medication and dressing change treatment, and the skin was flushed, however, the issue was not resolved. Therefore, the patient was then treated with vancomycin antibiotics medication and enhanced dressing change treatment. Reportedly, the patient's symptoms improved gradually.